Event description:
It was reported that a few days after implant, the lead was not pacing appropriately. The physician attempted to reposition the lead, but could not reach a good position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.